Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Analysis of log file revealed software malfunction as the cause of the problem. A philips field service engineer (fse) examined the system onsite and reloaded the suite pc software to resolve the issue. After reinstallation, the system was returned to use in good working condition and was ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.